Event description:
The customer stated a false reactive architect toxo-igg result (5.3 iu/ml) was generated for a patient who was previously known to be non-reactive. The sample was repeated, generating a non-reactive result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.